Manufacturer narrative:
Concomitant products : 693258 rv lead, implanted on (B)(6) 2000.

Event description:
It was reported that the patient was in the emergency room with chest pain. It was noted that the right atrial (ra) lead exhibited intermittent atrial capture. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.